Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a lead into the header of this device resulting in the reported connection issue. Please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) with a left ventricular (lv) left bundle branch (lbb) lead experienced loss of capture. Subsequently, the patient underwent a revision procedure, but there were difficulties inserting the non-boston scientific lv lead into the crt-d port. Technical services (ts) was contacted, and ts discussed options and noted it likely being an issue with the port plug. It was later revealed that all leads were pulled back after implant, however the lv lead was completely detached. The lv lead was removed and the port was plugged. Due to the back order on is-1 port plugs, the lv lead was surgically abandoned and used as a plug. No additional adverse patient effects were reported. Additional information was received indicating the lv lead was cut close to the end, the severed body of the lead was capped, and the other end was inserted into the port as a port plug. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) with a left ventricular (lv) left bundle branch (lbb) lead experienced loss of capture. Subsequently, the patient underwent a revision procedure, but there were difficulties inserting the non-boston scientific lv lead into the crt-d port. Technical services (ts) was contacted, and ts discussed options and noted it likely being an issue with the port plug. It was later revealed that all leads were pulled back after implant, however the lv lead was completely detached. The lv lead was removed and the port was plugged. Due to the back order on is-1 port plugs, the lv lead was surgically abandoned and used as a plug. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) with a left ventricular (lv) left bundle branch (lbb) lead experienced loss of capture. Subsequently, the patient underwent a revision procedure, but there were difficulties inserting the non-boston scientific lv lead into the crt-d port. Technical services (ts) was contacted, and ts discussed options and noted it likely being an issue with the port plug. It was later revealed that all leads were pulled back after implant, however the lv lead was completely detached. The lv lead was removed and the port was plugged. Due to the back order on is-1 port plugs, the lv lead was surgically abandoned and used as a plug. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a lead into the header of this device resulting in the reported connection issue. Please refer to the complaint description for more information regarding the specific circumstances of this event.